Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase. She said that this event occurred during the past two months with every set change. The pt stated that each time she filled the cartridge to 200 units and the pump pushed out between 50 and 100 units. The pt confirmed that she was never connected during this process.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had not occurred during pt use, but was observed during the investigation. During testing the pump dispensed insulin during the load cartridge phase. Evaluation revealed that the force sensor was out of calibration.